Event description:
This complaint is now reportable based on the analysis completed on 03/18/2009. It was reported that during a coronary artery bare metal stenting treatment procedure, the stent delivery system could not cross the lesion. There were no reported pt complications or injuries. However, the returned product discovered stent damage. The index procedure was treating a 90% stenosed lesion located in the calcified, severely tortuous mid lad (left anterior descending) artery with a 3.00 x 16 mm liberte bare. The stent delivery system was unable to cross the lesion. Prior to the no cross, an unk stent was implanted in the proximal lad to lmca (left main coronary artery). The procedure was completed with another MFR's stent. The pt's status is listed as "no problem".

Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly, and product specs at the time of release to distribution. A visual and microscopic examination found that the distal edge of the stent was damaged. The stent was damaged on stent rows 1 to 3 from the distal edge. The stent struts were misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause of this event is operational context.